Event description:
It was reported that on (B)(6) 2012 a surgical revision was going to be done. The patient was involved in a motor vehicle accident two weeks post neurostimulator implant. The lead was planned to be readjusted due to movement after the motor vehicle accident. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3093-28, lot# v952173, serial#, implanted: 2012 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient. (B)(4).